Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 03/12/2015 with the following findings:a review of the black box indicated persistent rebooting on 11/26/2014. The returned battery cap was undamaged and was used to complete investigation. The battery compartment was also found to be undamaged. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. A rewind, load, and prime sequence was performed successfully and the pump was exercised for 24 hours with no errors, alarms, or warnings occurring. There was evidence of moisture corrosion observed in the battery compartment. The pump passed leak testing. The pump cover was removed and there was no further evidence of internal moisture. The complaint of a power issue could not be duplicated on investigation.